Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported 1 unit has a broken syringe tip.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not received for the investigation. However, one photo was provided. The photo was visually analyzed, and the reported condition was confirmed. The photo shows a 60 ml syringe that is missing the tip from the luer end of the syringe. The tip appears to have been broken off as there appears to be some remnants of the tip still present. An exact root cause was not able to be identified at this time. The manufacturing site maintains material verification processes. The raw materials must pass an inspection and certification review before release to the floor for production. The manufacture of all molded, printed, assembled, and packaged product is conducted within a validated process inside a controlled manufacturing area. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications, and molded components are visually and physically tested for adherence to the quality inspection standard. Personnel are trained and certified in the operation of the molding, assembly, and packaging equipment, and product evaluation and documentation requirements. Procedures and standard work instructions exist for the set-up, operation and maintenance of the molding machines and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. Process inspectors are required to conduct visual and physical evaluations of the product and packaging, to the quality inspection standard, at prescribed intervals during the manufacture of all lots and shop orders and cannot release product unless the required aql has been met per specifications. A lot cannot be released unless it passes specification requirements. No corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria. However, a quality alert was initiated to create awareness of the reported and confirmed condition. We will continue to monitor the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.